Event description:
Per the clinic, the patient's surgical suture line had opened,resulting in exposure of the electrode array. The device was explanted on (B)(6) 2014. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device not received by manufacturer.

Manufacturer narrative:
This report is filed january 21, 2015.